Event description:
It was reported that the patient experienced an increase in pain. The spinal cord stimulation (scs) lead was noted to have high impedances on all contacts. The patient experienced inadequate stimulation that evolved to no stimulation at all. The patient underwent a procedure where the lead was replaced. Post operatively, the patient was doing well. The lead will not be returned as it was discarded by the medical facility.